Event description:
It was reported during a laparoscopic cholecystectomy the white ring fell out of two trocars. Finished the case with two new trocars. The devices came from a flex tray, lot number l49289. The white ring was retrieved from the pt. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50281. Date sent: 10/26/1998. Device-b: endopath dilating tip trocar: based on the visual examinatioin it was confirmed that instrument a has the inner gasket dislodged from its original position. No conclusion could be reached as to how this occurred.